Manufacturer narrative:
A complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. However, images were provided for review. A dense formation can be identified in the images extending superiorly from the vena cava filter apex. Therefore, it can be confirmed that the patient had clot above the filter after filter implantation. However, the relationship to the filter has not been established in the provided information. Therefore, the investigation is inconclusive for any deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. Possible complications include, but are not limited to, the following: caval thrombosis/occlusion.

Event description:
It was reported that post a vena cava filter placement, a thrombus was allegedly identified above the vena cava filter. Patient status is unknown.

Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided. The lot number for the device was not provided. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post a vena cava filter placement, a thrombus was allegedly identified above the vena cava filter. Patient status is unknown.